Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during post-operative follow-up there was a small type 1a endoleak that was confirmed by angiogram and ivus. The physician treated this endoleak by placing another 46/46/150 valiant stent graft inside the previously placed proximal main. The physician also extended about 5 cm distal prophylactically with a 46/42/150 valiant stent graft and the endoleak was successfully resolved. The physician stated the event was due to challenging anatomy. No additional clinical sequelae were reported and the patient is fine.